Manufacturer narrative:
No reports of a device malfunction have been received to date. The instrument log files have been requested but have not been received as of the date of this report. The mfg records of the kit were reviewed and confirmed that the kit was mfg according to specs. (B)(4).

Event description:
A complaint was received from (B)(6) on (B)(6) 2010 regarding a pt who experienced nausea, giddiness, cramps, and fainted during a extracorporeal photopheresis (ecp) procedure administered on the therakos xts instrument. The pt had been treated with ecp four times prior to this event without any notable issues experienced. As a result of the event, the pt's head was lowered and the pt became conscious again; blood collection was stopped, the treatment was aborted, and the pt's blood was manually returned from the kit to the pt. The pt did not receive any saline or medication. After the treatment was aborted, the pt was not feeling well and was kept at the hospital for several hours for observation, not overnight. The pt was then sent home. After returning home, the pt went to the dr again and was sent back to the hospital where the pt was kept for an add'l 2 days ((b)(64)).